Event description:
It was reported that the insulin gauge displayed an amount different from what the customer expected. The fill estimate shown on the pump was 40 units, while the customer expected (B)(4) units, but the variation was not greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the customer that a fill estimate difference within +/- (B)(4) units is considered accurate, which the customer acknowledged and understood.